Event description:
The customer reported via phone call indicating that the insulin pump had sensor glucose versus blood glucose differences. Customer's blood glucose was 140 mg/dl. The troubleshooting was performed. Customer was advised to try suggestion discussed and monitor sugar glucose performance. The customer was advised that we are sending courtesy sensor. Customer declined to troubleshoot for calibration error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.